Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. There was no reported impact to customer¿s blood glucose. The customer indicated that no backup insulin therapy method was available. Customer declined troubleshooting with tandem technical support.